Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a scratched display and a motor error alarm typically during manual prime. The customer's blood glucose level unknown. The customer stated they have to scroll up to see the menu. The customer also stated it usually takes 3 to 4 times to rewind the device. The customer performed the displacement test and it passed. The customer was advised to replace the device but he declined. The caller was advised to monitor the device and call back if problems persisted. Nothing was replaced or returned for analysis.